Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons respond appropriately to button presses. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
(B)(6).